Manufacturer narrative:
A leaking reagent line was identifiedby the field service engineer (fse) and was corrected using new tubing. The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that during the afternoon, they saw a sudden pattern of high results for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. These samples were repeated and the repeat values aligned with the clinical picture of these patients. The reporter then repeated 46 patient samples that had been tested after their last good control recovery. Of these 46 samples, three had questionable results that were reported outside of the laboratory to clinicians. Of the three samples with questionable results, two had discrepant na results that were reported outside of the laboratory. The first sample initially resulted with an na value of 148 mmol/l, repeating as 141 mmol/l. The second sample initially resulted with an na value of 150 mmol/l, repeating as 140 mmol/l. No adverse events were alleged to have occurred with the patients.